Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the crbs smartfreeze cryo console was selected for use, the clip securing the power cable on their polarx console has come off and the power cable is loose causing the console to shut down inadvertently. It happens a couple of times that the power cable got lose and the console shut down, but the procedure was completed successfully. The device is not expected to be returned. It was further reported that the procedure was successfully completed and the smartfreeze console is working well. A new clip is being sent to secure the power cable and it will be installed by the local service engineer. It happens a couple of times that the power cable got lose and the console shut down, but the procedure was successfully completed.